Manufacturer narrative:
The pump was not returned for eval, as it was not explanted and an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt presented to the emergency dept with symptoms of diarrhea, fever and emesis. The pt was admitted to the intensive care unit and during that time, he was awake, alert, oriented, and was able to answer all questions appropriately without any apparent deficits. The pt developed diffuse left sided weakness. A CT scan of the head was consistent with a right sided intraparenchymal bleed and subarachnoid hemorrhage. The pt was administered prothrombin complex concentrate and 2 units of fresh frozen plasma for reversal of anticoagulation. Subsequent CT scans demonstrated multifocal hemorrhage bilaterally with associated edema, midline shift and effacement of sulci. On (B)(6) 2014 with decreasing mental status, the pt was intubated for airway protection. Neuro ICU was consulted. On (B)(6) 2014, an ivd was placed by neuro to monitor icp. The pt received and IV of mannitol to decrease the intracerebral swelling; however, he continued to have worsening neurological exams. The pt was also treated with IV antibiotics for chronic driveline infection and bacteremia. With worsening neuro exams, there were discussion with the family regarding the pt's very poor prognosis, and a decision was made to withdraw care and provide comfort care. Morphine was provided for comfort and the pt was subsequently extubated. It was reported that the lvad was left unchanged and a magnet was placed over the pt's implantable cardioverter-defibrillator (ICD). The pt expired on (B)(6) 2014. Respiratory arrest occurred presumably due to brainstem herniation. The pt's lvad was subsequently turned off. The family declined an autopsy. It was also reported that prior to the pt expiring, the pump functioned as intended and there were no alarms. No other info was made available.